Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow up. The pulse generator exhibited a diagnostics anomaly. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited intermittent telemetry communication at 2.23 v and loss of communication at 2.2 v. This was due to a discrepant integrated circuit.

Manufacturer narrative:
(B)(4).